Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 7092686 / 7092751.

Event description:
It was reported that following a spinal cord stimulator implant procedure the patient experienced left leg numbness and weakness. The physician think that the entry point of the lead might cause intrathecal and does not believed it was due to the technology. The patient underwent an explant procedure and was doing well postoperatively. The explanted products were not returned.